Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the objective lens adhesive detachment could not be determined, however, the issue was likely the result of component failure due to repetitive use stress, degradation, handling and or external factors. Additionally, a definitive root cause of the detached forceps channel port rubber cover could not be determined, however, the issue was likely due to stress and or user handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the cysto-nephro videoscope to the service center for evaluation related to a separate issue. During testing, the field service engineer found the adhesive around the objective lens to be peeled/detachedl likely the result of stress. Additionally, the rubber cover of forceps channel port was found to be detached, likely due to stress. There was no patient involvement, and no harm was reported as a result of the event.